Event description:
It was reported via repair work order that the fowler angle was inaccurate due to the angle sensor being out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.